Event description:
Procedure: tep totally extraperitoneal. According to the reporter: during the surgery, the (B)(4) (co2 gas leakage protection) which was inside the trocar fell out. The piece did not fall into the pt cavity. The surgical time was not extended by more than 30 minutes due to the product problem. There was no unanticipated tissue loss, there was no tissue damage, there was not blood loss of 500cc or more. The subject device will be returned for investigation.

Manufacturer narrative:
(B)(4).